Manufacturer narrative:
User error: per the user guide: tap close. Check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition. To resume insulin, from the options menu, tap resume insulin and tap resume to confirm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl and a correction bolus was delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous insulin. Elevated bg resolved and customer was discharged on (B)(6) 2018. There was no permanent damage to the customer. Cause of elevated bg was not known. Upon follow-up, tandem technical support (cts) reviewed the pump history with the contact. Multiple occlusion alarms and low insulin alerts were identified. Contact did not recall receiving the alarms and did nothing to address them although history showed they were "cleared three separate times". The next morning, a resume pump alarm occurred. Occlusions were identified to be cause of elevated bg/hospitalization. Cts educated contact on occlusion alarms. Customer reverted to a back-up insulin therapy.